Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the user interface pcb assembly.  Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently have a white display. `white display is indicative of a device lockup condition that could delay or prevent defibrillation if it were necessary. &#1288;ere was no patient use associated with the reported event.